Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 170 mg/dl. The customer stated that he went into the pool with his pump on. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, or vibrator assembly. However, moisture damage was found on the keypad traces during visual inspection. The pump was received with a broken reservoir tube lip, a cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.